Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the ipg was placed and then dislodged after the tether was removed. The ipg was snared and removed. A transvenous ipg system was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: product ID: mc1vr01-delsys, serial# (B)(4), use by date: (B)(4) 2019, UDI: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the dislodgement of the implantable pulse generator (ipg) may have been caused by a problem of the myocardium or it may have been caused by the speed of pulling and cutting the tether on the delivery system.